Manufacturer narrative:
(H3) the evaluation of the revision may have been the result of the alignment of the acetabular cup, edge loading/impingement, and/or patient related factors which led to discoloration and wear of the acetabular liner. The most likely cause for the reported osteolysis may have been due to patient conditions. However, this cannot be confirmed because the components were not returned for evaluation. (D11) concomitant devices: cocr femoral head 36mm +0 offset 12/14 (cn: 142-36-00, sn: (B)(6).

Manufacturer narrative:
Section h10: (h3) the evaluation of the of the reported event may have been the result of the alignment of the acetabular cup, edge loading/impingement, and/or patient related factors which led to discoloration and wear of the acetabular liner. The most likely cause for the reported osteolysis may have been due to patient conditions. However, this cannot be confirmed because the components were not returned for evaluation. No information provided in the following section(s): a4, a5, b6, g5. The following section(s) have additional info: g4, g7, h1, h2, h3, h7.

Manufacturer narrative:
Pending evaluation. Concomitant devices: - cocr femoral head 36mm +0 offset 12/14 (cn: 142-36-00, sn: (B)(4).

Event description:
As reported, approximately 8 years postop the initial left tha implant, the (B)(6) y/o male patient complained of pain. The implants were not loose, but osteolysis was present. There was more discoloration of implant than noticeable wear. Exchanged head & liner. Patient was last known to be in stable condition following the event, device not returning due to facility policy.